Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
Patient was shocked multiple times due to twiddlers syndrome. Lead moved due to patient twisting the leads and caused inappropriate shocks. Lead was repositioned. Device remains implanted. Should additional information become available, this file will be updated.